Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3, d10: the event occurred on unspecified dates of 2023. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of non-dehp extension sets leaked. The process step was unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.